Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operatively, the patient experienced anastomotic dehiscence after 7 days of the intervention. It was also reported that the staple line was incomplete. The event led to extended patient hospitalization. There was tissue loss and tissue damage. The incision was extended by more than 1 inch and the surgical time was extended for more than 30 minutes. The procedure was converted to open recanalization to resolve the issue in order to complete the case.